Manufacturer narrative:
Additional information: sales rep went to facility and spoke with the doctor. The sales rep and doctor both feel the cause of lens tear is due to loading error by new techs. Sales rep review loading with new techs. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon inserted an aq2010v +18.00 diopter three piece silicone lens. The lens tore on insertion into the patient's right eye. The lens was removed with no injury to the patient. Backup lens, same model and size was implanted. Cause of this incident is unknown.